Event description:
It was reported that patient experienced high blood glucose level and was treated with correction bolus via pump event on (B)(6) 2026. The patient experienced symptoms of bleeding at infusion set insertion site. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.